Event description:
Customer reported 2 unexpected negative antibody screens on the echo. The patient samples were negative on the echo, but positive in gel.

Manufacturer narrative:
Customer has been repeatedly contact for additional information. Customer has not provided any additional information.